Event description:
It was reported that continuous glucose monitoring showed error message 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through pump reset steps, error did not recur after reset, and caller successfully started new sensor session; no additional actions were reported.